Manufacturer narrative:
The device is not available for investigation. Without a returned device a probable cause is unable to be determined.

Event description:
The event involved a microclave® neutral connector that the customer reported precedex leaking between the microclave and tubing. The customer stated there was an effect on the patient. The patient needed extra prn sedation medications. There was patient involvement, no adverse event, and no report of delay in critical therapy.